Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the trauma intensive care unit (ticu) post operation for continuous bleeding and clotting from the chest tubes. The patient was sent back to the operating room for a chest washout and to resolve worsening tamponade. The patient's previous sternal incision was opened and the closing sutures were cut. The blood and clot were successfully removed from the pericardial space and right ventricular (rv) function improved. Along with the evacuation, fibrillar coseal thrombin soaked gel foam and floseal was placed in the area, which improved the bleeding. The chest tubes were replaced and the sternum was reclosed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and reported events of bleeding, clotting, and respiratory failure could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until ultimately expiring on 18mar2022 (reported under manufacturer report number 2916596-2022-10114). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, entitled ¿introduction¿, lists bleeding, thromboembolism, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, entitled ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022 the patient had complications with hypoxemic respiratory insufficiency post operatively and which continued for 6 days and was ongoing at time of study withdrawal.